Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the colonovideoscope exhibited peeling, with cement residue on both the objective and light guide lenses. There was no patient involvement.